Manufacturer narrative:
The reported events of noise and insulation defect were confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasions exposing the outer coil caused by friction to device can. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
During a follow-up in clinic, episodes of noise were noted on the right atrial (ra) and right ventricular (rv) lead. During the lead revision, insulation damage was visually confirmed on the rv and ra lead. The rv and ra lead were explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2022-05705.